Manufacturer narrative:
One medfusion 4000 wireless syringe infusion pump was returned for analysis with no external damage. The device history log was reviewed with a base hardware error noted. The unit was then started up; confirming the complaint. Based on the evidence, the root cause was found due to a supplier issue.

Event description:
Information was received indicating that a smiths medical medfusion 4000 wireless syringe infusion pump had a base hardware failure. There were no reported adverse effects.